Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for multiple assays for two of three samples from one patient in the ER. Of the data provided, only the results for one of the samples were discrepant and reported outside the laboratory. For sample 1, the alkaline phosphatase gen.2 (alp) result was 543 u/l, the aspartate aminotransferase (ast) result was 156 u/l and the alanine aminotransferase (alt) result was 302 u/l. These results were reported outside the laboratory. The doctor did not act on these results and ordered the patient to be redrawn. For sample 2, the alp result was 80 u/l, the ast result was 19 u/l and the alt result was 37 u/l. The doctor felt these results were correct. An aliquot of sample 1 was repeated on (B)(6) 2014. The alp result was 172 u/l, the ast result was 47 u/l and the alt result was 83 u/l. The patient was not adversely affected. The alp reagent lot number was 69559901 with an expiration date of 11/30/2014. The ast reagent lot number was 69642701 with an expiration date of 06/30/2015. The alt reagent lot number was 69496101 with an expiration date of 04/30/2015. The field service representative found the gear pump pressure was low and there was an issue with the sample integrity. He adjusted and verified the gear pump pressure to specification and performed mechanism checks. He ran precision testing with excellent results.